Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient underwent an additional surgery to repair a recurrence incisional hernia defect. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct date of explant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of ventralex mesh, patient was diagnosed with hernia recurrence thereby underwent additional surgery for the repair of recurrent irreducible incisional hernia. Corrected field: d.6b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of an incisional hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent an additional surgery to repair a recurrent incisional hernia defect. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2008: patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿an incisional hernia found from the umbilicus and was palpated within the abdomen. A ventralex patch was placed beneath the defect and closed over this in a transverse fashion.¿ on (B)(6) 2009: patient was diagnosed with recurrent irreducible incisional hernia thereby underwent open repair. Per operative notes, ¿hernia was moderately large with a protrusion to the right of midline, adherent omentum was then freed from the hernia sac and the hernia sac was excised. A synthetic mesh was placed and sutured.¿ (note: there is no mention/visualization of ventralex mesh in the operative notes). Attorney alleges that the patient had hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient underwent an additional surgery to repair a recurrence incisional hernia defect. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of an incisional hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2009 - the patient underwent an additional surgery to repair a recurrent incisional hernia defect. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.